Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
(B)(6). Plastic shaft has burned and damaged at the top during laparoscopic intervention and caused minor patient injury, product in warranty. Components in use listed as concomitant devices are: gk370p / shaft only f/modular monopol.electr, gk383r / ceramic electrode tip j-hk f/gk372r, gk373r / inner tube w/handle for gk372r.

Manufacturer narrative:
Investigation: the investigation was carried out visually. The working end of the insulation shaft is burnt due to an electric breakdown. Conclusion and root cause: bsed on the information avaliable as well a result of our investigation, the root cause of the failure is most probably related to an insufficient usage. Rational: most likely moisture entered through an existing hair crack and caused an insulation breakdown. This, in turn, led to an electric arc, which caused the damage of the outer tube. The shaft must have been damaged after delivery of the instruments. Based on the inspection of the quality assurance, the shafts are inspected for cracks 100% no CAPA is necessary